Event description:
The customer reported intermittently of the battery contacts such that the device was powering off unexpectedly.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.